Event description:
It was reported that the patient was scheduled for artificial urinary sphincter (aus) surgery due to erosion. However, the patient was not able to come, therefore the surgery was not performed. No further information was reported.

Manufacturer narrative:
B3. Actual event date is unknown. H6. Evaluation conclusion code updated there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was scheduled for artificial urinary sphincter (aus) surgery due to erosion. However, the patient was not able to come, therefore the surgery was not performed. No further information was reported.